Event description:
The customer initially reported that their device had its service indicator illuminated and had a smoke odor coming from it, as if something internally had burned up. After an evaluation of the device, it was observed that the device had logged an event code and would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and the energy capacitor and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.